Event description:
Amplatzer device put in place 15 months earlier caused excessive bleeding into the sac around the heart. Right ventricle collapsed and oxygen level was in 70's when emt's arrived. I'd passed out. Eventually a cardiologist saw me in the e. R. And noted I should be life flighted to a larger hosp ((B)(6)). That was also where the amplatzer was installed. Because of fog that night I was driven by ambulance on a 3-hour drive, not flown. At (B)(6) in the wee hours of the morning, (B)(6) 2018, they did a pericardial window to drain the blood. I was in ICU for 8 days and 10 days in hosp. I asked to go home for two weeks before having open heart surgery. Returned on (B)(6) to have the amplatzer removed and a bovine patch to cover the asd. Sadly, I did not investigate the amplatzer before getting it and did not her anything about potential problems from it. Except for several coincidental miracles, it would have cost me my life.